Event description:
The customer reported experiencing very poor tissue vaporization efficiency beginning at initial use of the fiber. At 28,899 joules, the customer replaced the fiber with a second fiber, which was used to complete the procedure. The pt outcome was reported as "fine".

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of poor vaporization efficiency is not considered to be a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber also shows extreme overheating, possibly due to low or no saline solution utilized during the procedure. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem. The customer's initial report of diminished fiber vaporization, is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus and overheating - the glass cap was returned. The fiber condition would likely results in activation of the systems fiberlife function (high fiber tip temperature/overheating) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached fiber cap will also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.